Manufacturer narrative:
Expiration date: unknown. (B)(4) - explant in a secondary procedure. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted from the patient's left eye in a secondary procedure because the patient complained of eye irritation. It was stated that the replacement lens was implanted on (B)(6) 2015 with model ar40e 10.5 diopter lens serial no. (B)(4). No further information was provided.